Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, and loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.